Event description:
It was reported the device was used during a lobectomy procedure. It was reported upon the first firing of the tx30g across lung tissue the surgeon could not get the device to close. The device was removed from the pt & another tx30g was opened & worked fine. The surgeon reported to the sales rep that he could not recall the firing sequence for the device & the scrub nurse provided him with this info when using the second device. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: anvil pocket condition, good; cartridge batch number, k4783x; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good; staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k4754c; trigger release condition, good. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument were received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies noted with the instrument closing as designed. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.